Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v and the lens tore. The surgeon enlarged the incision to remove the lens and inserted another model lens and sutured the incision. The reporter stated that the lens damage was due to a mis-loading of the lens.

Manufacturer narrative:
Eval codes: results - a visual inspection of the returned product shows one haptic is torn off and stuck in the loading end of the cartridge. There is a tear in the optic of the lens. There is no visible damage to the cartridge. It should be noted that the injector was not returned for evaluation.